Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left essure device was more embedded, but also was perforated through the uterus.'), pelvic infection ('infection (other) describe: pelvic'), pelvic pain ('pain') and pyelonephritis ('pyelonephritis') in a 29-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acroarthritis, chronic kidney disease, depression, anxiety, protein s deficiency and clotting disorder. * positive for herpes subtype (hsv-1 hsv-2), result positive for streptococcus (gbs), gardnerella. Atopobium vaginae, bacterial vaginosis associated bacteria 2 (bvab, megasphaera species (type 1 and type 2), streptococcus (gbs). Previously administered products included for an unreported indication: acyclovir, amitriptyline, aspirin, epi pen, fluticasone spray, zyrtec, metronidazole, prenatal vitamins, singulair, ventolin and imitrex. Concurrent conditions included irregular periods, vaginal yeast infection, bacterial vaginosis, allergic reaction (to lubricant), vaginal inflammation, ovarian cyst, uterine fibroid and uterine bleeding. Concomitant products included antiinfectives for systemic use. In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced hyperhidrosis ("sweats"), tremor ("tremors / shakes."), chest pain ("chest pain"), arthralgia ("joint pain"), chills ("chills") and pain ("body aches"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, vaginal infection ("multiple vaginal infections") with vaginal discharge, pruritus ("itchy skin"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("dizziness"), visual impairment ("vision problem"), influenza ("flu"), malaise ("tired of feeling sick"), asthenia ("weak") and ovarian cyst ("I do have an ovarian cyst"). The patient was treated with surgery (davinci robotic laparoscopy bilateral salpingectomy on (B)(6) 2016 and laparoscopic supracervical hysterectomy b/l salphingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, pyelonephritis, vaginal infection, dyspareunia, fatigue, nausea, headache, skin disorder, depression, urinary tract infection, hyperhidrosis, tremor, arthralgia, chills, pain, influenza, malaise, asthenia and ovarian cyst outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, rash, back pain, migraine, abdominal pain upper, chest pain, dizziness and visual impairment had resolved. The reporter considered abdominal pain upper, arthralgia, asthenia, back pain, chest pain, chills, depression, dizziness, dyspareunia, fatigue, headache, hyperhidrosis, influenza, malaise, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic infection, pelvic pain, pruritus, pyelonephritis, rash, skin disorder, tremor, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: the right essure device was adherent to the outside of the uterus just close to tubal origin and had endometriosis going around it and on top of it. Portion of silver metallic coli is adhered to embedded within the serosa in one of the areas. Silver metallic coils are noted embedded within the myometrium on each side of the uterine fundus.the essure coils are kept intact. Discrepancy noted: removal date (B)(6) 2016. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, pelvic pain, vaginal haemorrhage, vaginal discharge, dyspareunia. Lot number: b09698 manufacturing date: 2013-03 expiration date: 2016-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. On 24-feb-2020: pif received. Cluster ID, reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the left essure device was more embedded, but also was perforated through the uterus."), pelvic infection ("infection (other) describe: pelvic") and pelvic pain ("pain") in a female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acroarthritis, chronic kidney disease, depression, anxiety, protein s deficiency and clotting disorder. Previously administered products included for an unreported indication: acyclovir, amitriptyline, aspirin, epi pen, fluticasone spray, zyrtec, metronidazole, prenatal vitamins, singulair, ventolin and imitrex. Concurrent conditions included irregular periods, vaginal yeast infection, bacterial vaginosis, allergic reaction (to lubricant), vaginal inflammation, ovarian cyst, uterine fibroid and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (laparoscopic supracervical hysterectomy on (B)(6) 2017) and surgery (davinci robotic laparoscopy bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, migraine, headache, rash, vaginal discharge and skin disorder outcome was unknown. The reporter considered dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, skin disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right essure device was adherent to the outside of the uterus just close to tubal origin and had endometriosis going around it and on top of it. Portion of silver metallic coli is adhered to embedded within the serosa in one of the areas. Silver metallic coils are noted embedded within the myometrium on each side of the uterine fundus. Diagnostic results: positive for herpes subtype (hsv-1 hsv-2), result positive for streptococcus (gbs), gardnerella.atopobium vaginae, bacterial vaginosis associated bacteria 2 (bvab, megasphaera species (type 1 and type 2), streptococcus (gbs). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, pelvic pain, vaginal haemorrhage, vaginal discharge, dyspareunia. Most recent follow-up information incorporated above includes: on 29-mar-2018: medical record received. Event uterine perforation was added. Concomitant, historical drugs & conditions are added. Product, patient & reporter information updated. Essure removal date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the left essure device was more embedded, but also was perforated through the uterus."), pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pain") and pyelonephritis ("pyelonephritis") in a 29-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acroarthritis, chronic kidney disease, depression, anxiety, protein s deficiency and clotting disorder. Previously administered products included for an unreported indication: acyclovir, amitriptyline, aspirin, epi pen, fluticasone spray, zyrtec, metronidazole, prenatal vitamins, singulair, ventolin and imitrex. Concurrent conditions included irregular periods, vaginal yeast infection, bacterial vaginosis, allergic reaction (to lubricant), vaginal inflammation, ovarian cyst, uterine fibroid and uterine bleeding. Concomitant products included cefazolin sodium (ancef). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced hyperhidrosis ("sweats"), tremor ("tremors / shakes."), chest pain ("chest pain"), arthralgia ("joint pain"), chills ("chills") and pain ("body aches"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, vaginal infection ("multiple vaginal infections") with vaginal discharge, pruritus ("itchy skin"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("dizziness") and visual impairment ("vision problem"). The patient was treated with surgery (laparoscopic supracervical hysterectomy b/l "salpingectomy" on (B)(6) 2017), surgery (laparoscopic supracervical hysterectomy b/l "salpingectomy" on (B)(6) 2017) and surgery (davinci robotic laparoscopy bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, pyelonephritis, vaginal infection, dyspareunia, fatigue, nausea, headache, skin disorder, depression, urinary tract infection, hyperhidrosis, tremor, arthralgia, chills and pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, rash, back pain, migraine, abdominal pain upper, chest pain, dizziness and visual impairment had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, chest pain, chills, depression, dizziness, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic pain, pruritus, pyelonephritis, rash, skin disorder, tremor, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: the right essure device was adherent to the outside of the uterus just close to tubal origin and had endometriosis going around it and on top of it. Portion of silver metallic coli is adhered to embedded within the serosa in one of the areas. Silver metallic coils are noted embedded within the myometrium on each side of the uterine fundus. The essure coils are kept intact. Diagnostic results: positive for herpes subtype (hsv-1 hsv-2), result positive for streptococcus (gbs), gardnerella. Atopobium vaginae, bacterial vaginosis associated bacteria 2 (bvab, megasphaera species (type 1 and type 2), streptococcus (gbs). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, pelvic pain, vaginal haemorrhage, vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the left essure device was more embedded, but also was perforated through the uterus."), pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pain") and pyelonephritis ("pyelonephritis") in a 29-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acroarthritis, chronic kidney disease, depression, anxiety, protein s deficiency and clotting disorder. Previously administered products included for an unreported indication: acyclovir, amitriptyline, aspirin, epi pen, fluticasone spray, zyrtec, metronidazole, prenatal vitamins, singulair, ventolin and imitrex. Concurrent conditions included irregular periods, vaginal yeast infection, bacterial vaginosis, allergic reaction (to lubricant), vaginal inflammation, ovarian cyst, uterine fibroid and uterine bleeding. In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced hyperhidrosis ("sweats"), tremor ("tremors / shakes."), chest pain ("chest pain"), arthralgia ("joint pain"), chills ("chills") and pain ("body aches"). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, vaginal infection ("multiple vaginal infections") with vaginal discharge, pruritus ("itchy skin"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("dizziness") and visual impairment ("vision problem"). The patient was treated with surgery (laparoscopic supracervical hysterectomy b/l salphingectomy on (B)(6) 2017), surgery (laparoscopic supracervical hysterectomy b/l salphingectomy on (B)(6) 2017) and surgery (davinci robotic laparoscopy bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic infection, pyelonephritis, vaginal infection, dyspareunia, fatigue, nausea, headache, skin disorder, depression, urinary tract infection, hyperhidrosis, tremor, arthralgia, chills and pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, rash, back pain, migraine, abdominal pain upper, chest pain, dizziness and visual impairment had resolved. The reporter considered abdominal pain upper, arthralgia, back pain, chest pain, chills, depression, dizziness, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic pain, pruritus, pyelonephritis, rash, skin disorder, tremor, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: the right essure device was adherent to the outside of the uterus just close to tubal origin and had endometriosis going around it and on top of it. Portion of silver metallic coli is adhered to embedded within the serosa in one of the areas. Silver metallic coils are noted embedded within the myometrium on each side of the uterine fundus. The essure coils are kept intact diagnostic results: positive for herpes subtype (hsv-1 hsv-2), result positive for streptococcus (gbs), gardnerella. Atopobium vaginae, bacterial vaginosis associated bacteria 2 (bvab, megasphaera species (type 1 and type 2), streptococcus (gbs) concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, pelvic pain, vaginal haemorrhage, vaginal discharge, dyspareunia. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs+mr received, reporter added, events added as:- describe: multiple vaginal infections, pyelonephritis, uti, sweats, tremors, depression, chest pain, a long list of symptoms (not expanded on), possible with essure. Joint pain, rashes, chills, itchy skin, body aches and shakes, stomach pain, vision problem, dizziness. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic") and pelvic pain ("pain") in a female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acroarthritis, chronic kidney disease, depression, anxiety, protein s deficiency and clotting disorder. Previously administered products included for an unreported indication: acyclovir, amitriptyline, aspirin, epi pen, fluticasone spray, zyrtec, metronidazole, prenatal vitamins, singulair, ventolin and imitrex. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), vaginal discharge ("vaginal discharge") and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, migraine, headache, rash, vaginal discharge and skin disorder outcome was unknown. The reporter considered dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dyspareunia (painful sexual intercourse), fatigue, pain, nausea, migraines / headaches, infection (other) describe: pelvic, rashes or skin conditions, vaginal discharge. Lot number, historical condition, historical drug were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left essure device was more embedded, but also was perforated through the uterus.'), pelvic infection ('infection (other) describe: pelvic'), pelvic pain ('pain') and pyelonephritis ('pyelonephritis') in a 29-year-old female patient who had essure (batch no. B09698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acroarthritis, chronic kidney disease, depression, anxiety, protein s deficiency and clotting disorder. Previously administered products included for an unreported indication: acyclovir, amitriptyline, aspirin, epi pen, fluticasone spray, zyrtec, metronidazole, prenatal vitamins, singulair, ventolin and imitrex. Concurrent conditions included irregular periods, vaginal yeast infection, bacterial vaginosis, allergic reaction (to lubricant), vaginal inflammation, ovarian cyst, uterine fibroid and uterine bleeding. Concomitant products included antiinfectives for systemic use. In (B)(6)2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and urinary tract infection ("uti"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. In (B)(6)2013, the patient experienced fatigue ("fatigue") and abdominal pain upper ("stomach pain"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced hyperhidrosis ("sweats"), tremor ("tremors / shakes."), chest pain ("chest pain"), arthralgia ("joint pain"), chills ("chills") and pain ("body aches"). In (B)(6)2014, the patient experienced rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, vaginal infection ("multiple vaginal infections") with vaginal discharge, pruritus ("itchy skin"), back pain ("back pain"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("dizziness"), visual impairment ("vision problem"), influenza ("flu"), malaise ("tired of feeling sick"), asthenia ("weak") and ovarian cyst ("I do have an ovarian cyst"). The patient was treated with surgery (davinci robotic laparoscopy bilateral salpingectomy on (B)(6)2016 and laparoscopic supracervical hysterectomy b/l salpingectomy on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, pelvic infection, pyelonephritis, vaginal infection, dyspareunia, fatigue, nausea, headache, skin disorder, depression, urinary tract infection, hyperhidrosis, tremor, arthralgia, chills, pain, influenza, malaise, asthenia and ovarian cyst outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, rash, back pain, migraine, abdominal pain upper, chest pain, dizziness and visual impairment had resolved. The reporter considered abdominal pain upper, arthralgia, asthenia, back pain, chest pain, chills, depression, dizziness, dyspareunia, fatigue, headache, hyperhidrosis, influenza, malaise, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic infection, pelvic pain, pruritus, pyelonephritis, rash, skin disorder, tremor, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: the right essure device was adherent to the outside of the uterus just close to tubal origin and had endometriosis going around it and on top of it. Portion of silver metallic coli is adhered to embedded within the serosa in one of the areas. Silver metallic coils are noted embedded within the myometrium on each side of the uterine fundus. The essure coils are kept intact. Diagnostic results: positive for herpes subtype (hsv-1 hsv-2), result positive for streptococcus (gbs), gardnerella. Atopobium vaginae, bacterial vaginosis associated bacteria 2 (bvab, megasphaera species (type 1 and type 2), streptococcus (gbs). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, pelvic pain, vaginal haemorrhage, vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- new events flu, tired of feeling sick, weak, I do have an ovarian cyst, were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.